Event description:
It was reported that during service and repair pre-testing, it was discovered that liquid was coming from the motor of the motor device. The event was not related to surgery. There was no patient involvement. There were no injuries or medical intervention associated with this event. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The device was returned for service, however did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and observed that the metal cable tie had a sharp edge that cut a hole through the identification ¿ID¿ of the outer hose. It was determined that the root cause was due to the sharp edge of the metal cable tie interfering with the ¿ID¿ of the outer hose. It was observed that the oil substance coming out of the motor was probably a biological material left in the device from improper cleaning. Therefore, the reported condition was confirmed. The assignable root causes were determined to be due to a design issue and improper cleaning. The design issue has been escalated to CAPA. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.